Event description:
It was reported the patient's ipg has become superficial due to weight loss. In turn, the patient has lost stimulation due to the ipg being unable to communicate with the charger and programmer. A new/different model charger was sent to the patient but did not provide resolution. Troubleshooting to address the issue (s) was unsuccessful. An sjm representative met with the patient and was able to confirm the allegations.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.